Event description:
Customer reported via phone call, she was hospitalized due to an infection and her blood glucose was 732 mg/dl. She also mentioned she experience a low of 30 mg/dl and another of 49 mg/dl due to the infection. Her blood glucose has been out of control due to her thyroid cancer. Troubleshooting for battery out limit was performed as device alarmed when a new battery was inserted. Customer was advised it was normal behavior since customer left batter out longer then the period allotted. The device is not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.